Manufacturer narrative:
(B)(4). Age at time of event or date of birth: unknown if explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). Has been completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick, holding hands, and they are difficult to solve (remove). Additional communication on 12/02/2015 stated it is not known if the haptic stuck to the other haptic or if the haptic stuck to the optic. No patient injury reported. No further information is available.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The reported complaint can't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.